Manufacturer narrative:
This report is being filed by arjohuntleigh polska sp. Z o.o. (Registration#: (B)(4)) additional information will be provided upon conclusions of the investigation.

Event description:
A customer reported involuntary activation of manual (mechanical) CPR release handle, the backrest section was lowered and as a consequence traches (tracheal tube) were stretched. There was no injury in regards to this event.

Manufacturer narrative:
A customer reported involuntary activation of manual (mechanical) CPR, the backrest section was lowered and as a consequence tracheas (tracheal tube) were stretched. There was no injury in regards to this event. This bed is equipped with mechanical and electrical CPR. While using either mechanical or electrical CPR an actuator from backrest section is activated, which results in backrest section lowering to horizontal position. A third party technician, who inspected the bed stated that the CPR cables were routed in a way that when a calf section actuator movement was activated, there was a tension created on the CPR cable and consequently CPR activated the backrest actuator. The technician changed the passage of the CPR cable. In order to understand the reported issue, on (B)(6) 2019 a simulation was performed. It was noticed that when both cables from mechanical CPR where caught by the pin, used to connect the calf section actuator with the frame, the cables were being stretched and pulled activating backrest section actuator. This resulted in slow lowering of the backrest section. The movement was within a bed range movements. It is unknown how or why the CPR cable was caught by the pin. When reviewing complaints about the reported issue, no other records were found related to unintended lowering of backrest section due to CPR cable being caught but the pin from calf section actuator. The reported issue is a singular occurrence. In summary, when the event occurred the enterprise 9000x bed was used of a patient's treatment and in that way played role in the event. The bed failed to meet its performance specification since the backrest section lowered involuntary.